Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the keypad was found to be torn at the up arrow button. The up arrow, down arrow and ok buttons responded intermittently during testing. The keypad cover was removed and evidence of contamination was found under all of the button contacts. Evaluation revealed that the display screen was dim, fading and discolored. The battery compartment was found to be cracked on the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and ok buttons were intermittently unresponsive. There was contamination found under all of the keypad buttons. Evaluation also revealed the display screen was dim and discolored and the battery compartment had cracked threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/11/2014.